Event description:
According to the reporter: the patient returned to the hospital with the suture open. Surgery in the leg (inferior member). Additional information has been requested.

Manufacturer narrative:
(B)(4).